Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, a flat crease, and the device was noted to be underweight. A microscopic analysis was performed which identified one broken sharp with stress marks, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as surgical impact. Additional, changed and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported right side exchange. Healthcare professional additionally reported "completely burst". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange. Healthcare professional additionally reported "completely burst". Device has been explanted.